Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device cleaning/preprocessing information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocess. The event may be detected by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle was clogged which caused air and water supply and water removal ability not to meet standard value. Angulation in the up direction did not meet standard due to angle wires being stretched, the scope cover plate was detached due to handling, paint on the suction cylinder and air/water cylinder was peeled due to handling, the air/water cylinder was corroded due to handling, the universal cord was wrinkled due to handling, the control unit was discolored, adhesive on bending section cover was chipped due to stress, the suction cylinder was shaved due to handling, and the protector of universal cord on suction connector, forceps elevator and knob, upward/downward angulation control knob, right/left knob, image guide protector, flexibility adjustment ring, switch box, scope cover and connector, universal cord, grip, control unit, plastic distal end cover had scratches. Additional information from the customer stated the device was reprocessed prior to being sent to olympus. The air/water nozzle was flushed. Additional details about the reprocessing were unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope air and water supply was defective. The device was returned for evaluation. During the device evaluation, a foreign object was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.